Event description:
It was reported that right ventricular (rv) lead exhibited high threshold. It was decided to implant a dual aveir device as the patient did not need the ICD. The therapies on the device were turned off. The patient was discharged.